Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va098v7, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had the stimulator removed recently but the lead remains. The MRI facility does not have the information on when or why the stimulator was removed. The event date was unknown. Additional information reported no event. The patient was having neurological events and at his request this was removed.